Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles were unable to deliver insulin. The following information was provided by the initial reporter: insulin does not come out of the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles were unable to deliver insulin. The following information was provided by the initial reporter: insulin does not come out of the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-may-2022. Investigation summary: customer returned (115) 31gx5mm bd pen needles (78 unused and 5 used from lot# 0309954, and 29 unused and 3 used from lot# 0106037). The customer reported that the pen needles do not deliver the medication and are defective. The samples returned after use were examined, and it was observed that 5 (2 from lot# 0309954 and 3 from lot# 0106037) out of the 8 used pen needles featured a bent non-patient end (npe) cannula. The remaining 3 pen needles were tested for flow using a test pen injector, and it was observed that all 3 were able to expel properly. 30 of the 107 unused samples were tested for flow using a test pen injector, and all 30 were able to expel properly. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples with the damaged npe cannulas were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent by the user after handling the pen needles.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles were unable to deliver insulin. The following information was provided by the initial reporter: insulin does not come out of the needle.